Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the pump was finally removed. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was initially reported on (B)(6) 2014 that a change in therapy effect occurred. The patient was having ¿some weird things¿ happening to her. The patient was initially reportedly ¿fighting getting one¿, a pump implanted, and then said ¿okay let¿s give it a shot and got excited¿. It was reported however her pain was actually ¿worse than it¿s ever been¿. The patient didn¿t think it was the pump¿s fault and thought it was the health care provider¿s (hcp) fault. The patient was at her general hcp¿s office on the date of this report and they had been trying to reach her managing pump hcp but had been unable to reach the hcp for the last month. It was reported ¿they¿ kept telling the patient to see the nurse practitioner (np) and the patient had reportedly been complaining for the last month to the np that ¿something isn¿t right¿. The patient was having ¿a lot of weird symptoms¿ including swelling, burning in the left buttocks ¿like a vice¿ and it was causing the patient to get up in the middle of the night. The patient was also getting itching; intermittent itching off and on when she gave herself a bolus with her personal therapy manager (ptm) as well as varicose veins and it was noted she had never had those before. The managing hcp had ¿upped the medication¿ last monday (B)(6) 2014 and since then when the patient would give herself a bolus she would get numb down the side of her legs and had never had that before. The np had reportedly said when the patient was complaining to them for the last month that if it wasn¿t working the patient wouldn¿t get any relief at all. It was then reported also since they ¿upped¿ the medication that the patient was getting pain in the pubic area and her feet were burning. The patient¿s general hcp was calling to see if the patient could get an appointment with the managing hcp and told him the patient had to setup an appointment with the np. The patient reportedly would get questioned on why she wants to setup an appointment with the managing hcp. The patient ¿for one¿ was asking why they are ¿using fentanyl instead of np¿. It reportedly takes 24 hours for the managing hcp¿s office to get back to her. The patient¿s general hcp gave permission to say he wanted the patient to see the managing hcp. The patient had brought up four times to the np and they said that the np called the general hcp. It was then reported the patient¿s pain was getting worse and it was noted the patient had ¿two rare disorders and doesn¿t even know if they looked into it¿. The patient was ¿so disappointed because it¿s not working¿. It was also noted diagnostic studies had not been performed. The device system was used to deliver fentanyl and bupivacaine at the time of report. Additional information received (B)(6) 2014 reported that the patient was still having concerns regarding their device or therapy but was working with their doctor or the manufacturer's representative with a noted appointment date on (B)(6) 2014. It was noted that the patient's manufacturer's representative was "so awesome and helpful". Additional information received (B)(6) 2014 reported that the patient had a break-down, and was crying and had to talk to the manager of the clinic just to be able to see the doctor (as previously reported). The hcp was switching the medicine in the pump and it was noted they were constantly changing the medication. The patient again reported her legs felt numb if she had high amounts of bupivacaine, and that the fentanyl made her itch 'like crazy'. They started with fentanyl and bupivacaine when she got implanted with the pump, and until (B)(6) the patient had been experiencing numbness in her legs. From (B)(6) 2014 to approximately (B)(6) 2014, the patient experienced itching which was resolved by cutting the fentanyl down and putting morphine in her pump. The patient also had been having 'sensitivity' from (B)(6) 2014 to (B)(6) 2014, which the reporter was not sure if it was an allergic reaction. The patient currently had no symptoms (no itching, no numbness) and noted it had gotten better in (B)(6) when they cut down on the fentanyl and started with morphine. The pump system was being used to infuse bupivacaine, fentanyl and morphine (unknown). Additional information received (B)(6) 2014 reported the patient¿s pump area was still sore to the touch and had been since implant. The patient was to have MRI related to what was causing her pain, and the pump was implanted to treat that pain. The patient had a growth in her spine at c2, which caused pain all over her body. Compatibility guidelines were requested for a MRI. They were doing the MRI to check the growth. It was noted the patient started with fentanyl and ¿a little bit of morphine¿ in her pump. The patient was kind of itchy. To get rid of the itchiness about three months ago they increased the morphine and decreased the fentanyl and this helped the patient a lot. Should additional information be received the event will be updated. Additional information was received from the healthcare provider on (B)(6) 2015. The pump was being used to deliver fentanyl at 2000 micrograms (mcg) per milliliter (ml) and 700 mcg per day as well as bupivacaine at 20 milligrams (mg) per ml at 7 mg per day. It was reported that boluses worked for some but not all of the patient¿s pain. The event was attributed to ¿other¿ and ¿n/a¿ as opposed to the pump, catheter, programmer, or drug effects. Bupivacaine was causing numbness. The next ¿syringe¿ the bupivacaine was lowered and morphine was added to help with buttocks pain. The patient recovered without permanent impairment. Other medications and the patient¿s medical history was requested but not received. On (B)(6) 2018, a consumer reported that the patient had hated her pump since day one. It was indicated that the pump hurts the patient all the time. Since implant the patient felt it was bruised at the pump site and it scared the patient to think she cannot get the pump filled. It was also reported that the bolus pain relief only lasted 15-30 minutes then she had to wait another hour. It was noted that the patient knows this because even though they are turning down the medication to remove the pump, her boluses feel just the same as when it was first implanted, and it did not change no matter how much medication was in the bolus. The patient knows if she gets a bolus or if it screws up because when she gets a bolus she gets numb between her shoulder blades and itchy at the top of her back. It was noted that the patient¿s hcp knows all this and it was being turned down so it can be removed. The situation was being addressed by their hcp. It was described that the patient¿s baseline pain was all over the place and the pump takes away from her taking as much other medications for breakthrough pain. Regarding other medical conditions, it was noted that the patient has an issue with her hip and needs therapy on her hip. It was further stated that this is on the side where her pump was and this was going on prior to getting her pump. The patient read additional information about the medication in the pump from a card and they were not sure what the date was regarding the refill information on the card. It was noted that the patient was receiving 38 mcg fentanyl, 0.2 bupivacaine, and 0.09 dilaudid and their bolus dose was 319.14 mcg/bolus fentanyl, 0.3014 mg dilaudid, and 2.199mg bupivacaine; the date was questioned as being from (B)(6). It was further noted that the patient had seen recalls about the pump but, yet she has to keep it in. Reviewing recall information at the time of the report was offered but the reporter declined, the patient knew they applied to her. It was indicated that maps was horrible and they convinced patient to put it in and the problem with the manufacturer was when the patient needs another hcp, the manufacturer could not give her other hcps in her area. The patient found a physician on her own and he started to turn it down and at that time. A manufacturer representative told the previous hcp that she was going to another hcp. It was noted that the patient felt that this was is a hippa violation. The patient was currently receiving fentanyl with concentration 2000 mcg/ml at a dose rate of 96.3 mcg/day, hydromorphone with concentration 1.7 mg/ml at a dose rate of 0.0819 mg/day, and bupivacaine with concentration 12.4 mg/ml at a dose rate of 0.597 mg/day via their implantable pump for spinal pain. No further patient complications have been reported as a result of this event. The patient¿s medical history included: issue (not specified) with her hip and growth in her spine at c2

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2018-sep-04. It was reported that the patient cannot cross her legs a lot of time or straighten her back on the side where the hcp put the pump because the pump was in a "really dumb spot." She noted she was in physical therapy to work on the hip in "that area" of the pump. No further complications were reported.